Event description:
The reporting dentist stated that on 1/11/97 he performed a surgical procedure on a female pt followed by the application of atrisorb gtr barrier on the maxillary left second bicuspid and the mandibular left first molar. The dentist reported that the pt was given a butler soft bristled toothbrush, a butler interproximal toothbrush to use, and peridex to rinse with for three weeks after surgery. At the initial pt follow-up one month after barrier placement, the dentist noted that the mandibular left first molar had purulent exudate and the attached gingival tissue was "red and angry". At the next three pt follow-ups, the dentist reported redness on the attached gingival tissue of the mandibular left first molar and noted that the maxillary second bicuspid was slightly irritated; neither site had exudate. The dentist reported that approx three months after the barriers were placed, he prescribed cleocin for ten days. At follow-up five months after barrier placement, the dentist reported that the gingival tissue of the mandibular left first molar was inflamed and an exudate had reappeared. The dentist did not report any notable sequelae with the maxillary bicuspid. At follow-up six months after barrier placement, the dentist performed a revision procedure on the mandibular left first molar. This entailed debridement of the granulation tissue, scaling and root planing, and a repositioning of the gingival tissue without the use of the atrisorb gtr barrier. Post-operative appointments indicated the periodontal tissues were healing well. A tissue biopsy that was taken during the revision procedure was analyzed by an outside pathologist. The diagnosis made was: chronic granulamatous inflammation consistent with foreign body reaction and epithelial-lined inflamed fibrous connective tissue. No add'l pt follow-up is required.